Event description:
A customer reported a malfunction on a pump, with no notable events occurring prior to the issue. There was no adverse impact on the customer's blood glucose level. Technical support provided instructions for resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support again if the issue reoccurred.